Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. Additionally, the reported mr appears to be due to slda. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip (80116u294) was implanted; however, after deployment, the clip detached from one leaflet, and remained attached to the other leaflet (slda). It was noted that the slda occurred due to friable leaflets and the mr remained at 4. An attempt was made to treat the slda with a second clip; however, grasping was difficult and the second clip was not implanted. No treatment is planned for the slda. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.